Manufacturer narrative:
The t:slim x2 basal iq user guide states: humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer reported using labeled and non-labeled insulin. The customer's blood glucose level ranged from 300-400 mg/dl. Customer changed supplies and resumed insulin delivery.